Event description:
It was reported that during a port placement, the guide wire gave unusual resistance upon withdrawing. It was further reported that the guide wire was removed, and the patient's tissue was found attached to the device. The procedure was completed using an another device. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire was returned for evaluation. Gross visual, microscopic visual and dimensional evaluation were performed. Tissue was observed on the distal end of the guidewire. The investigation is inconclusive for the reported difficult to remove issue as exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based on available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2022), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during a port placement, the guide wire gave unusual resistance upon withdrawing. It was further reported that the guide wire was removed, and the patient's tissue was found attached to the device. The patient status was unknown.